Event description:
Per the clinic, the patient underwent skin flap reduction surgery (date not reported). It was also reported that the patient'sinternal magnet is believed to have been replaced. Additional information has been request, however, has not been obtained as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's clinic, the patient underwent skin flap surgery (B)(6), 2012.(B)(4): implanted device remains.